Event description:
It was reported that the patient underwent an implant procedure at the hospital. During the operation, an issue with the helix rotation of the right ventricular (rv) lead was discovered, caused by tissue entrapment within the lead. The physician proceeded with a substitute rv lead and successfully concluded the procedure. The patient remained stable throughout the process.